Manufacturer narrative:
No display anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act or bolus buttons on the insulin pump were harder to push. Customer's blood glucose level was unknown. Customer reported that insulin pump received no delivery alarm and screen was cloudy. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.